Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka). The blood glucose value at the time of the event was 31mmol/l. The ketone value at the time 6.1 mmol/l. No further information available.